Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The contact stated that they believed that the occlusion was due to the infusion set site and not due to pump failure. No troubleshooting was performed as the customer could not troubleshoot at the moment that the contact contacted tandem technical support.